Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella device had reoccurring suction alarms. It was reported that the patient experienced an episode of atrial fibrillation (afib) with rapid ventricular rate or rapid ventricular response (rvr). Rate controlled on amiodarone drip. Suction alarms seemed to decrease with fluid resuscitation and blood products were provided to the patient. Weaning was successful and the device was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.